Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) was started on duopa therapy. On an unknown date, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that the patient experienced bezoar. On (B)(6) 2021, the patient was admitted to the emergency department overnight to cut the j tube. The following afternoon, the patient was sent home with 2 l pegylate to aid in passing the tube and bezoar. The bezoar and j-tube were passed at home through bowel movement on (B)(6) 2021.